Event description:
On 8/25/2022, it was reported by a sales representative via sems that an ar-12990 knee scorpion had an issue. The needle was broken inside the scorpion and was not able to be pulled out. This was discovered during use with no impact to the patient. Additional information has been requested. On 9/13/2022, (B)(4) another sales representative from great lake orthopedics, replied via email and stated the following: the sales rep who initially reported the complaint was no longer with the company. This event occurred during a root repair procedure. No piece of the scorpion broke inside the patient, and no piece of the scorpion needle broke inside the patient, the needle was fully contained inside the scorpion. Another scorpion, part, and lot number unknown was used to complete the procedure. The patient was fine to date.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, no problem was noted with the device. Upon functional testing, it was noted that the cannula was blocked. The most likely cause of the reported failure is wear and tear.